Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, and following the reset, the error did not recur. Consequently, the customer was able to successfully start a new sensor session.